Manufacturer narrative:
(B)(4). Results of investigation: service technician was unable to duplicate "equipment started smoking and possibly caught fire-smelled like burning rubber & turned itself off". However, the service technician was able to verify that the pigtail insulation was melted all the way down to the bare wires. Further inspection of the pigtail revealed the red and black wires were also melted. Bench testing revealed pins 1 and 2 of component jp6 on power board became shorted to the ground. With a good known test pigtail and power board installed, the event trace download was completed and ventilator ventilated properly. The customer did not provide the external battery for further testing. A review of the event trace revealed multiple "tbn estp" (turbine emergency stop) and "tbn hstp" (turbine hold stop occurred) conditions ranging from (B)(6) 2015 to (B)(6) 2016. Review of the event trace found no entries which indicate the ventilator shutdown or reset unexpectedly.

Event description:
The customer reported that while using his mechanical wheelchair, the equipment started smoking and possibly caught fire/smelled like burning rubber, and turned itself off. The portable battery and cable was attached to the ventilator at the time. The caregiver immediately took smoking vent off of the patient and manually bagged him while having her helper prepare and place the patient on his secondary vent. When the respiratory therapist arrived, there was a burning smell and smoke was present in home. The ventilator was still hot, but able to be touched with bare hands. The cord was melted to vent. There were no signs of any physical damage to patient or change in his vital signs.